Manufacturer narrative:
Product analysis: the stylus and cursor were confirmed to be misaligned. The display printed circuit board (pcb) was replaced, the connection between the display and pcb was re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were misaligned. It was noted that the issue was particularly prevalent on the left side of the display. It was further noted that calibration was performed multiple times, and alignment would be restored for a short time, before reverting back. The programmer was returned for service. No patient complications have been reported as a result of this event.